Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the device 'didn't seem to last very long'. The battery voltage via programmer was at eri level, but the eri alert did not trigger. The device was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the device 'didn't seem to last very long'. The battery voltage via programmer was at eri level, but the eri alert did not trigger. The device was explanted and replaced. It was returned with a report of premature battery depletion. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis of the device found a high current drain condition. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. The device is part of the advisory for this model.